Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Clinic reported injecting a patient with juvéderm ultra plus xc where the syringe pop off midway through injection. There were no reported injuries.

Event description:
Patient was injected in the lips using the packaged needle and after 0.5ml was used, the needle popped off without any manipulation of the device and the product dispersed onto the patient's face. The syringe had fallen on the floor after the event and there were noted cracks while the needle was still in the patient's lips. The cracks are considered to be not related to the product as there were no cracks in the syringe prior to the syringe falling to the floor. The patient had been distressed as the remaining product was all over their face.